Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving hydromorphone 40mg/ml at 7.15mg/day via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. It was reported that a critical alarm was occurring, low battery reset, safe state. The reset occurred today (B)(6). Actions included checking the logs. There were no patient symptoms reported. The reporter planned to follow-up with the healthcare provider to review programming options and would discuss scheduling the replacement. The pump was reprogrammed and the patient was being expedited for a replacement. The patient's pertinent medical history and other medications the patient was taking at the time of the event were not reported.